Event description:
As reported to coloplast though not verified, the patient experienced erosion, pain, infection, dyspareunia and urinary problems requiring ongoing medical care and may require additional surgical intervention.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.